Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) contacted the customer to obtain details about the issue and began investigating it. However, the customer could not be reached despite multiple attempts, so the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station did not allow the medication override, and the customer was not able to pull the medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.